Event description:
According to the reporter, during a laparoscopic tep inguinal hernia repair procedure, during an attempt to inflate the balloon it was apparent that the balloon was not inflating even though the balloon was being squeezed relatively hard, the device¿s balloon did not inflate. A new device was used in order to complete the case. No patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the insufflation port was cracked. The obturator was received. The valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cracked insufflation port may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.